Event description:
I had numerous surgeries using surgical mesh to try to repair a rectal prolapse, rectocele, leaky bladder and vaginal repair as well, so my body is full of this mesh and vaginal sling material and I am very sick with no medical insurance. Can anyone tell me where I can go for exams and test without much money?